Event description:
It was reported that the user¿s ilet displayed alert 38 indicating a motor stall that persisted after priming and rewinding, despite multiple restarts and a factory reset directed by the healthcare provider; the user was away from the device during initial troubleshooting and reported blood glucose in the 200s while using subcutaneous insulin via pen as backup. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin delivery with user reliance on alternate insulin administration. Investigation included customer service troubleshooting and plans for further device-level evaluation contingent on access to the device. Investigation of this case revealed that the alert remained unresolved after user-directed corrective actions. It was concluded that the device experienced a motor stall that prevented delivery and required additional troubleshooting before determining next steps. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.